Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse performed a check on the probes and wash station, which passed. The cse inspected and cleaned the luminometer. The pumps, syringes, tubings, and fittings were checked, which passed. The cse replaced gray peristaltic pump tubing. The cse performed an empty and fill of the incubation ring and ran a precision testing, which passed. The cse ran qc, which were within range. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient (pour off tube) sample on an advia centaur cp instrument. The discordant tnl-ultra result was not reported to the physician(s). The sample was repeated on the original advia centaur cp instrument and on an alternate advia centaur instrument, resulting lower. Additionally, the sample obtained from the master tube was tested on an alternate instrument, resulting lower and matching with all repeat results. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.